Event description:
Initial information for this case from (B)(6) (europe) was received from (B)(4). A female patient (B)(6) received 5 i.a. Hyalgan injections on the (B)(6) 2011. The batch number was 112610. On the (B)(6) in the morning the patient realized a small herpes simplex lesion on her upper lip (not to be seen at that time but the patient was able to feel it.) Therefore the patient took 3x800 mg aciclovir (morning, midday, late evening) by the oral route. On the (B)(6) at 14:00 the patient realized a slight itching at the palmar side of her hands, which was followed by a massive urticaria on the whole body. On (B)(6) she developed also a massive swelling of the lips and received a corticoid infusion. On the (B)(6) she had a massive swelling of her chin and received another corticoid infusion. On (B)(6) a massive herpes infection of the lips was observed accompanied by shivering and all sensation of heat. At the moment the patient is still suffering from the herpes infection.

Manufacturer narrative:
The quality assurance dept at fidia performed a deep evaluation of the production and quality control documentation relative to the involved batch. This evaluation included a review of the production process, in-process controls, sterilization print-out, bioburden results, release results and the evaluation of the quality characteristics of the raw materials and components used in the manufacture of batch 112610. From this evaluation, no anomaly was found and the lot is considered perfectly in compliance with the specifications. This adverse event was temporally related to the treatment with hyalgan, but apart from that there are no other reasonable grounds (clinical or laboratory findings, evidences from literature) for determining that the intraarticular administration of hyalgan may have caused or contributed to the event. The concomitant treatment with acyclovir may be an alternative explanation for the occurrence of urticaria and swelling of face and should be regarded as additional risk factor. The patient's medical history includes a (B)(6) before hyalgan was administered. The infection, combined with the administration of corticoids may be an alternative explanation for the appearance of shivering as well as sensation of heat and should be regarded as additional risk factors as well. Case status: closed.